Manufacturer narrative:
Concomitant medical products: product ID neu_burrholecap, lot# unknown, implanted: (B)(6) 2020, product type: accessory. Other relevant device(s) are: product ID: neu_burrholecap, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's incision site was showing scalp erosion 15 months after implant. The patient was treated with debriment and removal of the burr hole cap. The lead remained in place. Aggressive antibiotics were administered, and investigation into if infection was present was performed. Additional information was received that when the event was first observed, the neurologist noted a 0.5cm diameter black scaly raised lesion on left scalp adjacent to but not overlying his dbs burr hole cap¿.